Event description:
It was reported to vyaire medical that the bellavista1000 ventilator had alarm 401-inspiration valve or device leaky. Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. However, log also shows alarm 316 - blower failure popped up upon unit startup on (B)(6) 2023. Advised customer to cross check the unit with another good known blower and perform the blower test then send the logs for another evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. As a resolution, customer has confirmed that they have replaced the blower with new one on(B)(6) 2023 and unit works properly.